Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging an unknown issue with the patient¿s onetouch ultra 2 meter, reporting that it ¿was not working¿. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call as neither the patient nor the reporter were available when the cca attempted to follow-up for additional information. The reporter stated that the alleged issue with the device started at an unknown time on (B)(6) 2020. The patient manages their diabetes with self-adjusted insulin (¿30-40 scale¿, unspecified type) and the reporter denied that the patient made any changes to their usual diabetes management regimen in response to the alleged issue with the device. The reporter stated that at around 4 p.m., on (B)(6) 2020, the patient had a what they thought was a ¿seizure¿ and ¿blacked out¿. The reporter stated that around 4:30 p.m., the same day, the emergency medical team (emt) were called and the patient was subsequently admitted to hospital at 11:30 p.m., that evening. The reporter advised the cca that as of the time of the call, ¿no treatment¿ had been required; it is not known how long the patient remained in hospital. At the time of troubleshooting, the reporter was unable to provide information as to the issue with the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and was reportedly admitted to hospital whilst using the subject device. The alleged issue with the subject meter could not be ruled out as a cause and/or contributor to the event.